Event description:
Related manufacturer reference number: 1627487-2021-19142, 1627487-2021-19145. It was reported the patient underwent an unrelated surgical procedure wherein the physician moved the c7, l5 and s1 drg leads. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.